Event description:
Philips received a complaint by the customer on the v60 indicating during setup the device is getting a low leak co2 rebreathing risk alarm. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states during setup the unit alarms low leak co2 rebreathing risk alarm on screen, no patient harm reported, in biomed complaint is duplicated using the .25 test adapter, customer checked the unit exhalation port with no obstructions found, the air inlet filter was fairly clean upon inspection, requests troubleshooting to correct the issue. Advised customer that either the flow sensor assembly or gds assembly will need to be replaced to correct the issue, discussed air inlet filter management, customer acknowledged and will order preferred part. Investigation is ongoing

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.